Event description:
It was reported that the balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and mildly calcified superficial femoral artery. A 7.0mmx100mmx135cm-hybrid sterling balloon catheter was advanced for dilation. However, during the first inflation at 2 atmospheres, the balloon leaked contrast and got ruptured. The device was removed without problem and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.